Manufacturer narrative:
(B)(4). The device history review for the product visistat 35r 6/box lot# 73g1900046 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The staple was jamming before use on patient but covered spread blood.

Manufacturer narrative:
Qn# (B)(4). Per DHR the product visistat 35r 6/box lot # 73g1900046 was manufactured on 07/01/2019 a total of (B)(4) pieces. Lot was released on 07/29/2019. DHR investigation did not show issues related to complaint. The customer returned one unit of 528135 visistat 35r 6/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the first three staples appeared misaligned. The stapler was returned with 17 staples left in the cover block, indicating that at least 18 staples was fired by the end user. The trigger was not engaged. An excess buildup of biological material was present on and in the device. However, the customer confirmed that the issue was observed before use. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, no staple fired. Multiple attempts were made, but no staples fired. It appeared that the misalignment of the first three staples was preventing the staples from moving down the track and into the forming tool. The stapler was disassembled, and it was confirmed to have been assembled correctly. An excess buildup of biological material was present in the device. No other defects or anomalies were observed with the device. It could not be determined what exactly caused the first three staples to misalign. The returned sample was manufactured prior to the corrective actions implemented to address this issue in a nonconformance. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." It could not be determined what caused the staples to misalign. Several actions to mitigate defects for this issue were established as part of a nonconformance , which was closed on february 28, 2022. The returned sample was manufactured prior to these corrective actions. The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Visual examination revealed that the first three staples appeared to be misaligned. Upon functional inspection, the misalignment of the staples prevented any staples from firing. The sample was disassembled, and an excess buildup of biological material was observed in the device. No other defects or anomalies were observed. It could not be determined what caused the staples to misalign. The returned sample was manufactured prior to the corrective actions implemented to address this issue in a nonconformance.

Event description:
The staple was jamming before use on patient but covered spread blood.